Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per paper by gofton, et al., "a single-center experience with a titanium modular neck total hip arthroplasty." In journal of arthroplasty, 2017: allegedly male patient revised for dislocation, 1.1 days post-operatively. Patient was(B)(6) at initial surgery, with osteonecrosis and a bmi of 20.7. Patient was implanted with a short ar ti modular neck, a 36mm femoral head, and a profemur z modular stem. The modular neck, femoral head, and acetabular liner were revised; however the femoral stem was retained. Patient was converted from a short ar ti neck to a long ar ti neck.